Event description:
A report was received that the patient was no longer feeling stimulation in her targeted pain areas. Reprogramming was attempted, but it was confirmed with x-ray that the lead had migrated. Patient underwent a revision procedure to replace one of the leads. Patient is stable post operatively.

Event description:
A report was received that the patient was no longer feeling stimulation in her targeted pain areas. Reprogramming was attempted, but it was confirmed with x-ray that the lead had migrated. Patient underwent a revision procedure to replace one of the leads. Patient is stable post operatively.

Manufacturer narrative:
The explanted device has been returned for analysis, and visual inspection revealed no anomalies on the lead. Lead exhibits normal characteristics.